Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the wires of the cable connecting to the blood parameter module probe were exposed. The monitor was originally returned for repair of a broken notch on the hematocrit saturation probe when the exposed wires were found. Since this event occurred at the service center, there was no pt involvement during this event.